Event description:
It was reported that the gantry rotated past 45 degrees on its own. No injury reported. A field engineer was dispatched to the site and determined the c-arm switch panels, rotary switch, and rotation motor needed to be replaced. Once this was completed the system was working as intended.